Event description:
The customer reported that half of the buttons on the insulin pump were not functioning properly. The customer mentioned that the infusion set was kinked and ended in the hospital with diabetes ketoacidosis. The customer stated that she changed the infusion set the night before bedtime and woke with high glucose level. The customer was treated with an insulin drip, fluids, and then he went back to the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime and alarmed motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Motor passed the motor test. Unable to perform the occlusion and excessive no delivery test due to the motor error and prime anomaly. All buttons function properly and no damage to the keypad assembly noted. No unexpected numbers ramping or scroll bar moving during testing. The device was received in with a cracked reservoir tube lip, scratched liquid crystal display window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.